Event description:
Had a gynecare tvt bladder sling implanted on (B)(6) 2012. Have been in constant pain. I have developed neuropathy in my legs and feet. Lower back pain and frequent infections. Did not have any of these problems prior to the bladder sling surgery.